Manufacturer narrative:
Investigation summary bd received two photos for investigation. The evaluation of these photos indicates that both cap/stopper assembly creep out and underfill had occurred. A total of 10 retained samples underwent functional testing and none of the assemblies popped off. Furthermore, another 20 retained samples underwent draw volume functional testing and it was determined that all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: draw volume and stopper creep out. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was a loose stopper closure and low vacuum draw on one device. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was a loose stopper closure and low vacuum draw on one device. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.